Event description:
Medtronic received information that following implant of this transcatheter pulmonary bioprosthetic valve, the post-implant right ventricle-pulmonary artery peak-to-peak gradient was 1.00 mm hg, this was a reduction from the pre-implant echocardiogram findings of 2.7 mm hg. The discharge gradient was unable to be assessed. At approximately six months following the implant, the pulmonary valve gradient was -1.5 mm hg. Although it was not a significant change in gradient from the baseline nor from a previous follow-up echocardiogram, the timeline of the previous echocardiogram was not defined. The severity was reported as mild in nature. The leaflets appeared more thickened and demonstrated a reduced excursion from the intracardiac echocardiography images and immediate post-procedure echocardiogram. This reportedly may have been the source of the mild increase in gradient. Hyperattenuated leaflet thickening (halt) and hypoattenuation affecting motion (ham) had affected the pulmonary valve. A conservative approach was taken and a change from aspirin to trial an anticoagulant was made. The patient would be reassessed with an additional echocardiogram in 6-8 weeks. It was reported the patient remained asymptomatic and was doing well. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the gradient issue was considered resolved approximately 6 and half months following onset.